Event description:
Paramedic called alleging their ot profile meter was reading inaccurately low. They took the pt's blood glucose reading and obtained reading of 40 mg/dl. Pt experienced symptom of dry mouth. The paramedic gave them d50 due to result of 40 mg/dl. Paramedic then checked pt's blood sugar again within 10 mins of receiving d50 and obtained a reading of 153 mg/dl. The pt was taken to the emergency room and a lab test was done within 20 minutes of last reading and the result was 691 mg/dl. They were treated with only an IV of normal saline. The paramedic stated they were unaware of the discard date on the strips and solution. The meter had previously passed the quality control tests. The meter was replaced for the paramedic. No further info has been reported.